Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of place") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 727086,ess305-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6. * in the summer of 2016: underwent imaging studies which indicated that the essure device had migrated out of place. Concurrent conditions included fibromyalgia. Concomitant products included gabapentin and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pains/lower pelvic pain") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced urticaria ("hives on body, wrist and hands") and dysmenorrhoea ("dysmenorrhea"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and rash ("skin rashes"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced impaired healing ("too old and wouldn't heal quickly"). The patient was treated with oral contraceptive nos and paracetamol (tylenol 8 hour). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, urticaria, alopecia, rash, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea and impaired healing outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, impaired healing, menorrhagia, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she is currently attempting to schedule surgery for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. X-ray - on (B)(6) 2016: tubal occlusion devices in the pelvis. Lot number ess305 is invalid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal bleeding (vaginal), menorrhagia, pelvic pain , cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: pfs received. Onset date of event were added, event : too old and wouldn't heal quickly were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of place") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. 727086, ess305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included gabapentin and tramadol. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pains/lower pelvic pain") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), urticaria ("hives"), alopecia ("hair loss") and rash ("skin rashes"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, urticaria, alopecia, rash, vaginal haemorrhage, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she is currently attempting to schedule surgery for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. In the (B)(6) 2016: underwent imaging studies which indicated that the essure device had migrated out of place. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received: reporter information added, demographic added. Product information and lot number added. Event added are as follows- vaginal haemorrhage, menorrhagia, dysmenorrhea, nickel allergy. Events onset date and severity added. Concomitant drug and condition added. Incident at the ti:me of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('essure device had migrated out of place'). In a 40-year-old female patient who had essure (batch no. 727086,ess305-inv), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: parity 6 and cervical cancer. In the summer of 2016, underwent imaging studies which, indicated that the essure device had migrated out of place. Concurrent conditions included: fibromyalgia. Concomitant products included: gabapentin and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pains/lower pelvic pain") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced urticaria ("hives on body, wrist and hands") and dysmenorrhoea ("dysmenorrhea"). In 2011, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and rash ("skin rashes"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced impaired healing ("too old and wouldn't heal quickly"). The patient was treated with oral contraceptive nos, paracetamol (tylenol 8 hour) and surgery (robotic assisted removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, urticaria, alopecia, rash, vaginal haemorrhage, heavy menstrual bleeding, allergy to metals, dysmenorrhoea and impaired healing outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, impaired healing, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she is currently attempting to schedule surgery for removal of the essure device. Essure device easily breakable likely, due to patient¿s previous radiation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, results: total bilateral occlusion; x-ray: on (B)(6) 2016, tubal occlusion devices in the pelvis. Lot number#: ess305 is invalid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal bleeding (vaginal), menorrhagia, pelvic pain, cramping, quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient medical history, product removal details, rcc added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated out of place') in a 40-year-old female patient who had essure (batch no. 727086,ess305-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6 and cervical cancer. * in the summer of 2016: underwent imaging studies which indicated that the essure device had migrated out of place. Concurrent conditions included fibromyalgia. Concomitant products included gabapentin and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pains/lower pelvic pain") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced urticaria ("hives on body, wrist and hands") and dysmenorrhoea ("dysmenorrhea"). In 2011, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and rash ("skin rashes"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced impaired healing ("too old and wouldn't heal quickly"). The patient was treated with oral contraceptive nos, paracetamol (tylenol 8 hour) and surgery (robotic assisted removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, urticaria, alopecia, rash, vaginal haemorrhage, heavy menstrual bleeding, allergy to metals, dysmenorrhoea and impaired healing outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, impaired healing, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: essure device easily breakable likely due to patient¿s previous radiation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. X-ray - on (B)(6) 2016: tubal occlusion devices in the pelvis.. Lot number: 727086, manufacture date: 2010-03, and expiration date: 2013-03. Lot number report in cioms ess305-not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of place") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 727086, ess305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included gabapentin and tramadol. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pains/lower pelvic pain") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) , the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), urticaria ("hives"), alopecia ("hair loss") and rash ("skin rashes"). In (B)(6) , the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, urticaria, alopecia, rash, vaginal haemorrhage, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she is currently attempting to schedule surgery for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion in the summer of (B)(6) : underwent imaging studies which indicated that the essure device had migrated out of place. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received: reporter information added, demographic added. Product information and lot number added. Event added are as follows- vaginal haemorrhage, menorrhagia, dysmenorrhea, nickel allergy. Events onset date and severity added. Concomitant drug and condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.